Manufacturer narrative:
(B)(4) the manufacturing location is unknown. The date of manufacture is currently unavailable. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 3 of 3 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the electric pen drive device became hot while in use with a burr attachment device and a burr device and burned the patient. According to the report, the central sterile services department (cssd) lubricated the burr device but when tested by the charge nurse, it was still heating up during use. It was reported that the burn on the patient was minor. It was reported that a lanoline based cream was used to treat the burn. It was unknown if there was a delay to a surgical procedure. A spare device was available for use. There was patient involvement. There was no prolonged hospitalization. The patient was discharged and sent home the next day as per the procedure that the patient was admitted for. The patient's status post-surgery was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The manufacturing location was documented as unknown in the initial report. It has been updated as synthes supplier. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The date of manufacture was reported as unknown in the initial report. It has been updated as july 30, 2010. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.